Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested from the reporting facility , but no further information is available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation, the surgeon realized that the lens implanted in sac was scratched. The procedure was completed using back up lens on the same day. Additional information was requested.